Event description:
Reportedly, the atrial vega lead was found dislodged.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Based on the x-ray dated of (B)(6) 2025, atrial lead dislodgement was confirmed. However, since no patient files were provided despite multiple reminders, it is not possible to determine the moment the dislodgement occurred. It should be noted that the lead was implanted since (B)(6) 2019. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-documented potential complication associated with such implantable devices. This risk is clearly discussed in the device¿s instructions for use and is reported in scientific literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the atrial vega lead was found dislodged.